Event description:
Healthcare professional reported broken allergan prostheses. Side unknown.

Manufacturer narrative:
Phone number (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.